Event description:
The Biomedical Engineer (BME) reported that the V60 Ventilator displayed a "Backup Alarm Failed" error code. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. No user impact and/or harm was reported.No testing was reported to have been performed to determine the issue. Per the diagnostics performed, the Service Engineer (SE) noted that the issue was not replicated. No further actions were performed, as the BME declined to have the device evaluated. Per the details provided, the issue was not replicated. No further details were provided, and the BME declined to have the device evaluated. Insufficient information was available to determine the resolution of the event. The BME declined service and repair, and no further actions were performed by Philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. The final disposition of the device could not be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.Based on the details provided, a malfunction occurred, and the device displayed a "Backup Alarm Failed" error message.